Event description:
Orig. Surg. (B)(6) 2006. Allegedly pt. Has pain. Add'l info rec'd 3-1-2012: on (B)(6) 2011 dr. (B)(6) reviewed pt.'s x-rays and discovered the hips were uncemented and there was a mechanical complication. Bilateral hips. Surgery performed by dr. (B)(6) @ (B)(6). Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications: metal hypersensitivity.

Manufacturer narrative:
Updating patient code.

Event description:
Allegidly, patient was revised due to mom complications.